Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient had improper fit, lots of air pockets aro9un the teeth as well a complaint that the teeth and bite were out of alignment. There was pain with chewing and the gums are receding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.